Event description:
A surgeon reported a patient who had an unexpected refractive outcome following intraocular lens (iol) implant surgery. Additional information has been requested. There are two medical device reports associated with this event. This file is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not benn received. (B)(4).